Event description:
During a meniscal repair the surgeon experienced the suture portion of the implant becoming unraveled. As a result six implants were left in the patient. There is no additional information available at the time of this report.